Event description:
Patient was revised to address suspected undersizing of the femoral sleeve.

Manufacturer narrative:
The device and x-rays associated with this report were not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided information states 6-month post-op x-rays showed the surgeon may have been able to use a bigger femoral sleeve; 34mm sleeve was removed and replaced with a 46mm sleeve. Review of the as400 system show that 7 other devices from the reported lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue as no further reports are identified. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. C. It was communicated that no additional information would be made available. Provided information marked on the device experience report is marked that the product is not suspected of failing to meet specifications. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.